Event description:
The customer reported her blood glucose reached 21.0 mmol/l (378 mg/dl) less than 24 hrs after the pod was activated. She noticed the adhesive pad was coming loose and the cannula was out of her skin. She was taken to the hosp and upon arrival, she was treated with insulin. She stayed in the hosp for a day before being released.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any defect could have contributed to the reported adhesive issue, pt's hyperglycemia, and hospitalization. Qualification records were reviewed and the product met all acceptance criteria.